Manufacturer narrative:
Immucor tech support retrieved the reaction scores and reagent lot numbers used on the reflex abo and the weak d testing. The reflexabo_ab had given rh negative interpretation according to the reaction scores. The weak d ab gave positive interpretation for the donor. No images were saved on archive or galileo so immucor can't rule out pipetting or washing as cause of unexpected positive for the weak d assay.

Event description:
On 08oct2016 a customer reported an rh mistype on the galileo instrument. A donor sample which is historically o neg resulted o positive on galileo serial number (B)(4). Other donor samples on the same plate reacted as expected with same reagents.